Event description:
Per the clinic, the patient experienced poor sound quality with the device with atypical impedances pattern. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025, and the patient was implanted with a new device during the same surgery.